Event description:
During an esophageal stenting procedure, the physician used a cook endoscopy esophageal z-stent with dua anti-reflux valve. The physician was unable to pass the stent introducer system over the previously placed wire guide; the wire guide could not pass through the dilation tip of the introducer. The physician elected to remove the wire guide and continue with stent placement. Twenty-four hours post placement, the physician removed the stent because it was not in an optimal position. An injury to the patient was not reported.